Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A registered nurse reported that during intraocular lens (iol) implantation, the lens was jammed in the cartridge. Only the cartridge tip came into contact with the patient. Based on new information provided, the lens was jammed in the cartridge, it did not advance properly through the cartridge/injector. The issue was noticed during insertion. The surgery was completed on the same day. The procedure was performed on the patient¿s left eye, and no patient harm occurred. The surgeon stated that it is unclear which product contributed to the event, and the cause of the incident remains unknown.